Event description:
Motor leaked oil during surgery. Motor was a loaner provided by regional office for use while their motor was in for repair. While drilling pilot holes for pedicle screws, oil was observed running down the burr, internal incident report was created.